Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the part confirms the handle assemble has fractured at the end where the slide goes through. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event attributed to wear and tear from use based on the condition of the returned product and the approximate field age of 6+ years of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Report source foreign: (B)(6). Customer has not indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during surgery that the instrument fractured. Subsequently, the procedure was completed with another device. No adverse events have been reported as a result of the malfunction.